Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of sensing. The lead was not implanted. The patient&#38112;condition was stable.